Manufacturer narrative:
Investigation summary : the device was evaluated, and no errors were found. The device performed within specification. The device was also subjected to preventative maintenance (pm), safety, and functional testing and all tests passed. There was do device malfunction found. The device history record (DHR) was reviewed. It was verified that the device was manufactured in accordance with documented specifications and procedures. The customer complaint was not confirmed. Manufacturer's reference # : (B)(4).

Manufacturer narrative:
Initial reporter address: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a coolflow® irrigation pump and a high flow rate deactivation problem occurred. Initially it was reported that during the ablation procedure, the pump suddenly stopped working and was booting liquid without any reason. The pump was in automatic mode and was switching to high flow when ablation was attempted. The procedure was completed in manual mode. No error messages were displayed. There was no patient consequence, however, there was a delay, but it is unknown how long the delay was for. Ablation was allowed during the event and the generator was in power control mode. Based on the available information, the failure mode was not clear and was assessed as a not reportable malfunction. No patient risk could be identified for this issue. Since there was no patient consequence or intervention resulting from this device problem, the issue cannot be assessed for patient safety because it is unknown. On december 10, 2019, additional information was received, and it was reported that the pump did not show any error message and it just pumped ¿out of control¿. Based on this additional information, it appears that the failure mode was that the high flow was not deactivated when ablation was stopped. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction based on the additional information provided on december 10, 2019 and has reassessed this complaint as an MDR reportable malfunction. Therefore, the awareness date is december 10, 2019.